Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The investigation of the dialysis unit is ongoing at this time. A f/u report will be submitted when the results of the investigation become available.

Event description:
(B)(4).